Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge coupled device unit was damaged by application of physical stress to insertion section during user handling of the device. As a result, the suggested event occurred. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the device has no image. The charge coupled device was tested on a temporary connection with the same result of no image. This complaint is most likely the result of a broken image sensor cable. During inspection and testing the following was also found: the bending section cover adhesive is separated, the cable of the switch box unit was shortened, metal braid of the bending tube is damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera ii bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the device had no image. This report is being submitted for the event found during evaluation. There was no patient involvement.